Event description:
Product analysis was completed on a lead that was explanted due to an infection (captured in MFR. Report # 1644487-2020-00352) . The electrode portion of the lead was not received and so an analysis on that portion of the lead could not be completed. An abraded open was noted in the silicone tubing resulting in portion of the negative coil being exposed. The tubing had dried remnants of apparent body fluids inside with no obvious point of entrance noted other than the abraded opening and the cut ends of the returned lead portions. No other anomalies were identified in the returned lead portions. Product analysis was completed on the returned generator. A comprehensive electrical evaluation showed that the device performed according to functional specifications. Per the internal data of the generator, impedance was within normal limits during implant per the last 10 >25% changes in impedance. No further relevant information has been received to date.